Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon and stent implant, and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a kink at the proximal edge of the guide wire exit notch. There were four bends in the proximal hypotube shaft. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. However, the reported resistance was unable to be confirmed as the stent delivery system (sds) was advanced through a new guiding catheter and there was no resistance noted. The sds was removed from the guiding catheter without any resistance noted. As the noted kink and bends to the sds do not appear to have contributed to the reported difficulties advancing or retracting the sds, they likely occurred during packaging, handling and return to abbott vascular for analysis. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire for this lot. In this case, the reported difficulties were unable to be verified and there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the lesion was in the ostial and proximal saphenous vein graft (svg) to the left anterior descending artery (lad). The promus 4.0 x 28 mm stent would not advance out of the guiding catheter. Some minor resistance was reported in removing the stent from the guiding catheter. Another promus of the same size was used to complete the case successfully with no harm to the patient. No adverse patient effects were reported. No additional information was provided.